Event description:
On (B)(6) 2024, the patient has an evd(external ventricular drainage). Rn noticed csf(cerebrospinal fluid) leaking from collection chamber of evd system. Upon assessing, cracked tubing noted at the level of the white clamp under the csf collection chamber and csf actively leaking onto the floor. Neurosurgery was notified and the collection device had to be changed out. Risk of infection and loss of csf could have devastating consequences to patient. Unfortunately, the device was not retained, and no pictures of the defect were taken to assist in the investigation.